Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. The customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose.